Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Customer selected, ¿yes¿, on survey response indicating they experienced unexpected and/or unexplained clinical or qc results.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown -customer selected, ¿yes¿, on survey response indicating they experienced unexpected and/or unexplained clinical or qc results.

Manufacturer narrative:
Investigation: investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.